Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-93452 for the insulin pump.

Event description:
Customer reported he experienced low blood glucose. Blood glucose value was 39 mg/dl; treated with glucose tablets. Customer initially complained about receiving lost sensor and weak signal alerts. Customer also mentioned that the tape on the sensor got wet and it was not sticking. Nothing further reported.